Event description:
False negative result was obtained with fhc-101 test. Positive results were obtained when confirmed by blood serum test. Pt was pregnant.

Manufacturer narrative:
Retention devices met qc specifications. The sensitivity was correct. Tested devices showed correct positive results when tested with 25 miu/ml hcg, 100miu/ml and 10iu/ml urine controls. Clearly positive results were observed when tested with 1clinicasl positive samples. No false negative phenomena was found. Possible root cause of the problem: urine sample is very likely to be influenced by many factors, such as drinking too much water before testing, which dilutes urine sample and decreases hcg concentration in urine.